Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011-01, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a pump failure and explant was planned for (B)(6) 2014. The pump had a false motor stall/telemetry state related to magnetic resonance imaging (MRI). The logs were checked. The stall recovered within two hours. The cause of the issue was not determined and the product issue was not resolved. The patient required hospitalization. There was also an unknown catheter issue noted, and that diagnostic testing would be performed in the future. The patient experienced symptoms of increased spasticity, pain and less than 50% therapy relief, and the location of the symptom was noted to be in the legs. The pump system was being used to deliver lioresal. It was further reported that upon interrogation, the pump did show a motor stall with recovery. The hcp stated the patient did not have an MRI. The catheter was broken, and the pump and catheter were replaced. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).